Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced unexpected restart, signal too low alarm, prime/fill anomaly and time/clock anomaly. The customer's blood glucose value was 200 mg/dl. The customer stated that they did not receive alarms when the battery went dead. The customer was assisted with self-test and it passed. The product was returned for analysis.

Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Device passed self-test and unexpected restart error alarm test. No unexpected signal too low or unexpected restart alarm. Device was program with time/clock and monitor and no time/clock anomaly noted.